Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the ¿foreign material came out from distal end¿ was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. However, it was confirmed that there was no deformation on the section of the device with the foreign material. It was unknown if the reprocessing steps were implemented in line with the instructions for use (IFU). There was no report that the device was used for procedure while the event occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In addition to the foreign material, inspection of the device also found angulation in the up direction did not meet the standard value and the play in the up/down angulation knob was out of standard due to wear of the angle wire, the adhesive on the bending section cover was chipped and cracked due to handling, water removal ability did not meet standard due to clogging of the nozzle, switch one was cut, the mouthpiece was loose due to handling, the adhesive around the objective lens was peeled due to handling, the adhesive around the light guide lens was clouded due to handling, there was discoloration of the body section, the air/water cylinder was corroded, the suction cylinder was scraped, the universal cord connector was scratched, the scope connector was corroded, and the distal end cover and connecting tube were scratched due to handling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer sent the gastrointestinal videoscope to an olympus service center for inspection with no complaint. Upon inspection and testing of the returned device, it was observed that foreign material was coming out of the tip body. This report is being submitted for the event found during evaluation. There was no patient involvement.